Manufacturer narrative:
H.6 investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported problems with instrument identification. The customer expected the instrument to provide a result of e. Coli and instead e. Cloacae was reported. Technical service walked the customer through performing a light source adjustment. There were no instrument errors reported. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case #'s (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of march 2024. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, escherichia coli was misidentified as e. Cloacae for a patient result. There was no report of patient impact.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, escherichia coli was misidentified as e. Cloacae for a patient result. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.